Event description:
During lead placement surgery, both leads were passed with a kelly instrument to a subgaleal pocket superior and posterior to the ear. Lead caps were placed on the leads for the time between the lead placement and implantation of the pulse generator. All surgical procedures during lead placement were done by the surgeon; other implant details were not available. All the deep brain stimulator implant a week later, the lead caps were exposed and disassembled. The lead insulation around the distal part of the left lead had been damaged. Raw wires were exposed and the number 3 contact was destroyed. The damage to the lead appeared to stretch the contact out of place, rather than crushing it, causing insulation damage and exposing the wires. The spacing between contacts 0-2 was not affected. The surgeon made the decision to cut the number 3 contact off of the lead and insert the remaining contacts into the extension. After trimming the lead, contacts 0-2 lined up appropriately inside the extension and the impedances seemed to confirm that there was a complete circuit. When the lead cap was disassembled for the right brain lead, a fracture in the insulation was noted proximal to the number 3 contact, but the extent of the damage was not as severe as the other lead. No raw wires were noticeably exposed and the number 3 contact looked to be in acceptable condition, so the surgeon made the decision to connect the lead and extension in a normal fashion. All impedances seemed to be normal. No patient symptoms were reported. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).